Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch due to noise oversensing was observed on the right atrial lead and high capture threshold was observed on the right ventricular lead. Both leads were capped and replaced successfully. The patient¿s condition was stable.